Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that drawers 3-1 and 3-2 were not detected on the bus. Remotely accessed the device and determined that cubie pockets from drawer 3-2 could be moved to open positions elsewhere in the station. Instructed the customer to shut down the station and leave it powered off for 5-6 minutes, then attempt to remove and reassign the pockets. The user confirmed that all pockets were successfully reassigned and verified. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main 3.1 and 3.2 drawers were failed and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.